Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: unk; programmer model: 8840, serial # unk.

Event description:
It was reported that a bridge bolus was not performed; the healthcare provider (hcp) didn't recognize the concentration filled into the pump was not the same. The old concentration was 0.1mg/ml and the pump was refilled with 1mg/ml. Based upon infusion rate the old drug was delivered in approximately 13.5 hours, which indicated that the patient received a higher concentration and for approximately 11 hrs. Patient was in the clinic, asymptomatic for any overdose and reported no medical issues reported. Drug delivered via the device was dilaudid.